Manufacturer narrative:
(B)(6).

Event description:
A report has been received from a peritoneal dialysis nurse. She has reported that the pt woke up to a leak from the tubing approximately 3-4 feet from the connector. The pt found the tubing was cut. The pt self administered a prophylactic dose of antibiotics as a preventative measure. There is no further ill effect. The pt continues to use this device for ongoing dialysis without further incident. The sample has been saved for product evaluation.